Manufacturer narrative:
Follow-up #1: date of submission 07/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: a review of the black box revealed one power on reset on 03/25/2014. There was no damage found to the battery compartment or battery cap. The battery cap was able to secure tightly to the pump. The pump was exercised for 24 hours with no power interruptions. The battery cap was fastened and then unscrewed with no reboots. There were no intermittent conditions found to the power circuit. The reported power issue with the device was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and stating the pump turned off without alarming. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.